Event description:
New information notes the lead will remain implanted and turned off. The patient denies heart failure symptoms. The patient will continue to be monitored. If the patient develops heart failure symptoms the physician will consider taking the patient into the lab for possible new lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range impedance on the lv lead was observed via merlin. On (B)(6) 2019, the patient presented to the clinic where the lv impedance was observed to be high out of range. In addition, there was no capture on the lv lead at max outputs. The resolution of the high lv impedance was to turn it off at this time. The patient condition is fine. The lead remains implanted.